Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. The unit gave off multiple "battery failed", and "insert new battery" alarms during the testing process. After further review of the unit's interior, the battery sleeve within the battery compartment is corroded and also worn down leading to both poor contact and resistance between it and the battery cap contacts. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm after they changed 8 new batteries. Customer stated that the contacts on the battery cap was intact. No harm requiring medical intervention was reported. The device will be returned for analysis.